Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2017; 3 high watt alarms have been logged since (B)(6) 2017. Of note, it was reported that the patient received tpa treatment after which the power and flow reportedly went back to normal. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation.

Event description:
A report was received stating a patient reported dark colored urine accompanied with high watt alarm. Patient was admitted to the emergency room (ER) on (B)(6) 2017 for IV anticoagulation. Patient was given tissue plasminogen activator (tpa) which brought down the power to 4.7 watts, which appears to be patients baseline. Patient remains hospitalized at this moment. No further information reported at this time.